Event description:
On (B)(6) 2012 customer reported that the electrolyte injector cup (eic) port was overflowing on the dxc 800 pro. Customer noticed the overflow when the ion-selective electrode (ise) calibration failed. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument, primed the system and observed for leaks. Fse did not observe any overflow. Fsa noted that no restrictions in the ise waste line were detected while in the upper position. However, fse noted excess tubing slack in the lowered position which resulted in a pinched line. Fse pulled the excess tubing through and repositioned the line so that the line was no longer pinched. Fse resolved the issue and no further leaks were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).